Event description:
Customer called lfs in 2002 alleging that one touch basic meter was giving inaccurate high readings. Customer felt that the meter was running high and at one time made pt sick because pt was taking insulin according to the meter readings. Pt also had to take father to the hospital because he collapsed due to a stroke. Pt had tested family member on meter and got a result of 500+ reading. The reading at the hospital was 149mg/dl (time difference unk). Sending letter.